Event description:
It was reported that the head end of the cot dropped while a patient was on the cot. The patient was not injured as a result of this event. The medic was injured when they hit their lip on the cot while attempting to stop the cot from dropping. The medic received a swollen lip. There was no adverse consequence, medical intervention, or clinically relevant delay in treatment was reported."

Manufacturer narrative:
Third party evaluation.